Manufacturer narrative:
The pump gave a motor error alarm during the rewind and a motor position encoder error alarm was confirmed in the alarm history due to an out of phase motor encoder signal. Unable to perform the displacement, basic occlusion, occlusion, prime and excessive no delivery test due to the motor error alarm. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. The customer's wife says that patient had high blood glucose earlier in the day and she treated patient 3 times until blood glucose came down but by that time customer had collapsed and the health care provider thinks the high blood glucose caused it. Customer's blood glucose at time of 911 called was 190 mg/dl. The customer was admitted to the hospital. The cause of 911 called was altered mental status and confusion. Customer was treated with shots. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the pump will be replaced.